Manufacturer narrative:
H6 health effect, clinical code: code e2402 utilized; appropriate term ¿voice alteration¿ is not available. Proposed second level coding - voice alteration to capture hoarseness or other vocal changes. This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil.

Event description:
The patient's mother reported that the patient's neurosurgeon believed the patient's hoarseness is related to injury, inflammation, or partial traction of the nerve during surgery. It was reported that the patient was administered corticosteroids and will be evaluated by a speech therapist before having their stimulation enabled. No other relevant information has been received to date.